Event description:
It was reported the atrial and right ventricular leads dislodged. It was observed on fluoroscopy the leads had "pulled back". During the lead revision procedure, the physician noted all grooves in the suture sleeve were used and the sutures were intact; however, the leads could be moved freely. The physician then repositioned the leads and sutured across the non-grooved parts of the suture sleeve to ensure the lead was stable. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
Further information indicates the physician admitted they had not been tying the suture sleeve correctly and believes this has been rectified.

Manufacturer narrative:
(B)(4).